Event description:
The customer contact reported the deice door roller pin was broken. The device was returned to the biomedical dept for a report of, the pump doesn't work. No tracking info was provided, therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.